Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Postoperatively, the lens was decentered and required intervention to exchange the lens. During the lens exchange procedure, the capsular bag was damaged and the iol was replaced with a sulcus lens. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.